Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately several months prior to the revision.

Event description:
It was reported that patient was having trouble keeping the ipg charged and ipg would take longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted devices will not be returned by the medical facility.